Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's has experienced increased seizures and worsening of seizures ever since his device was implanted. The patient also noted he was in the emergency room due to his seizures. No other relevant information has been received to date.

Event description:
Additional information was received from the physician. Per the physician, the cause of the increased seizures and increased seizure intensity is external factors, not related to vns and noted these are probable psychogenic non-epileptic seizures. The patient's seizures are below pre-vns baseline levels. The physician noted that the patient's medication was increased, and the nighttime vns settings were increased and the daytime settings were decreased as a result of the seizures. The patient has also been scheduled for a veeg. No other relevant information has been received to date.